Event description:
It was reported that there were concerns regarding alleged premature battery depletion of this subcutaneous implantable cardioverter defibrillator (s-ICD). A bd alert was noted on latitude and the estimated battery longevity is at 37 percent. The plan is to continue monitoring this device in latitude. No adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.